Manufacturer narrative:
H10: originally there were three reported malfunctions, one was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03689. H10: the lot number for two remaining malfunctions were provided and lot history review were performed. For one malfunction, product catalog no was updated to dl900j. The devices were not returned for evaluation; however, medical records were provided for both malfunctions and image was included for one malfunction. For one malfunction, the investigation is confirmed for filter tilt, perforation and filter migration. For remaining one malfunction, the investigation is confirmed for perforation and filter tilt; however, inconclusive for filter migration. A definitive root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarized two malfunctions. A review of the reported information indicated that model ec500f eclipse filter allegedly experienced perforation, malposition of device, and migration. These events were reported from various sources. The malfunctions involved patients with no patient impact or consequence. Two male patients ranged from 39 to 44 years old and one patient weighs 192 lbs. The other patient information was not provided.

Manufacturer narrative:
H10: originally there were three reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdr 2020394-2019-03689. H10: the lot number for one of the remaining two reported malfunctions is known, therefore the manufacturing review will be conducted for the investigation. The devices for each event have not been returned for evaluation; however, medical records and an x-ray was provided for review for one malfunction. The company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the events indicated that model ec500f eclipse filter experienced perforation, malposition (tilt), and migration. These events were reported from various sources. The malfunctions involved patients with no reported injury. One of the reported patient's is 39 years old and male, and weight was not provided. The other patient information was not provided.

Manufacturer narrative:
H10: originally there were three reported malfunctions, (B)(4) was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdr 2020394-2019-03689. H10: the lot number for two of the remaining three reported malfunctions is known, therefore the manufacturing review will be conducted for the investigation. The devices for each event have not been returned for evaluation; however, medical records and an x-ray was provided for review for two malfunctions. Per review of the medical records and images, one malfunction investigation confirmed for patient device interaction problem, however inconclusive for migration and malposition of device. Another malfunction investigation confirmed for patient device interaction problem and malposition, however, unconfirmed for migration. Remaining one investigation inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined. The devices were labeled for single use. H10: g4 h11: b5, d4 (lot number), h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes (B)(4) malfunctions. A review of the reported information indicated that model ec500f eclipse filter allegedly experienced perforation, malposition (tilt), and migration. These events were reported from various sources. The malfunctions involved patients with no reported injury. For the (B)(4) malfunctions, (B)(4) of the patients ranged from 39 to 76 years old and one of them weighs 142 lbs. Of the reported patients, (B)(4) was male and 1 was female. The other patient information was not provided.

Manufacturer narrative:
The lot number for all three (3) events are unknown, therefore the manufacturing review could not be conducted for the investigations. The devices for each event have not been returned for evaluation; therefore, the investigations are inconclusive for perforation of the ivc, filter tilt, and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model unknown eclipse filter experienced perforation, malposition (tilt), and migration. These events were reported from various sources. All three (3) events involved patients with no reported injury. The age, weight, and sex were not provided for any of the three (3) events.